Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a packing coil xl. During the procedure, while advancing the packing coil xl into the target location, the embolization coil unintentionally detached. The packing coil xl was removed. The procedure was completed with additional penumbra coils. There was no report of an adverse effect to the patient. No additional information was provided.